Manufacturer narrative:
Results: is based on evaluation of user facility information and the actual device; based on the retention samples from the reported and surrounding lots. Conclusions: is based on evaluation of user facility information and the actual device; based on the retention samples from the reported and surrounding lots. The actual device was returned to the manufacturing facility for evaluation. An evaluation of the complaint sample confirmed the reported issue. A visual examination of the return sample revealed that both the inner and outer layer of the sheath were completely separated starting at approximately 8cm from the distal end of hub. The edges of separated areas of sheath appeared jagged and stretched. The transparent inner layer was noted to be stretched. A visual examination of the retention samples from the involved product as well as the surrounding lots confirmed there were no visual defects. In addition, functional testing confirmed the products met manufacturing specification. A review of the device history record of the involved product/lot# combination was conducted with no relevant findings. A review of the complaint file did not find any other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported sheath/catheter breakage on the involved device. Follow up communication with the user facility confirmed the following information: the patient had a failed bypass graft to the left iliac femoral when access was attempted; the left iliac was heavily calcified; dilated up from 4 fr to 6 fr to get 6 fr in completed case; upon removal of sheath tension was felt; the doctor pulled on the sheath and the sheath pulled apart outside of the patient's body; the remainder of sheath was clamped and removed without incident or harm to patient.